Event description:
Boston scientific crm received information that the lead safety switch was triggered on this right ventricular (rv) lead due to high out of range impedances in bipolar configuration. Some oversensing was also noted. The patient is not pacemaker dependent so no adverse patient effects were observed or reported. Two years later new information was received indicating that this patient was now being followed at a different clinic. It was discussed that the patient's previous clinic had identified a fracture with this rv lead so the lead was programmed to unipolar configuration and was working well. Now, the patient is being seen at a new clinic and a chest x-ray reconfirmed the lead fracture. A local area sales representative was contacted to check the device. There was no sensing or capture and impedance measurements in both configurations were greater than 2,500 ohms. No patient symptoms were reported. The patient is not pacemaker dependent and has normal sinus and good conduction. The physician will be deciding if the patient even requires their device anymore. At this time, no intervention has been scheduled.

Manufacturer narrative:
The lead was subsequently explanted. The patient no longer requires pacing so the physician also elected to remove the pacemaker and atrial lead. A new system was not implanted. The fractured rv lead will not be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, only the proximal segment of the lead was returned. The distal end of the returned segment showed both the anode and fracture coils were fractured. The insulation showed evidence of abrasion. Detailed analysis noted that both fracture surfaces were obscured. As a result, laboratory analysis was unable to determine the root cause of the fracture.

Event description:
One month later, it was reported that this patient will be undergoing a system extraction as they do not require the pacemaker anymore. It was noted that the patient is presumed to be a twiddler by the physician and the distal portion of the rv lead was completely in the ventricle due to the fracture. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.